Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site used an unideal scan, and when they registered the patient, the chin was the most anterior point. As a result, the site decided to register using trace, but this did not work. The site aborted navigation with this system and switched to a different navigation system and were able to get a passing registration. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. A software analysis was initiated. The software was determined to be functioning as designed. If information is provided in the future, a supplemental report will be issued.